Event description:
The customer reported having unexplained high blood glucose of 256mg/dl at time of call, and she has treated with manual injections. Troubleshooting was performed. The customer stated that she was hospitalized due to high blood glucose over 300mg/dl. The time, date, and settings were correct. Reviewed the alarm history and found multiple motor error alarms. The caller mentioned that she is into her seventh month of pregnancy, but she has had no issues up to now. The customer stated that she does not have the tubing clamp to complete the testing as she is not at home. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.